Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. A snare was used to stabilize the filter and uneventful retrieval followed. A second filter was successfully placed without pt complications. A delivery system in the released position was returned, evaluated and retained by this MFR. The filter was not returned for evaluation. The engineering evaluation of the delivery system revealed scratches inside the carrier extending from the proximal end of the distal end and becoming slightly jagged during the distal 2 millimeters. Follow up indicated that upon removal of the carrier system and filter from the pt, it was noted that the filter legs never fully exited the carrier system. Co's directions for use state" "confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."